Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon tried to insert the poly liner with slight force but it did not fit so the surgeon repeatedly struck the insert until it fit. The surgeon further reported that he observed that the tibia was fractured. The surgeon reported that they had to place a t plate.